Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was difficult to press. Additionally, the customer reported that the button "has a wear mark and is wiggly." There was no adverse impact to blood glucose level. The customer applied more pressure to the wake button to address the issue.